Manufacturer narrative:
H4: device manufacture date: june 25, 2020 - june 26, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed fluid inside the housing. The photograph suggested a leak condition may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had fluid leakage at the bladder. The issue was identified during filling at the hospital. There was no patient involvement. No additional information is available.